Manufacturer narrative:
(B)(4). G3: australia. Unable to confirm the fix fluted pin lot number retained. D4 lot: 66224655 or 66236376. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent an initial rosa knee arthroplasty. During the procedure, it was noted that the knee was in more varus than the trial by about 5 degrees during the final knee slate. It was believed that the tibial tractors may have been bumped. The surgeon walked back in at this stage and believed the pin was too proximal and would generally take these out prior to finishing off the tibia. This may be the reason the knee was more varus than the trial. Upon taking the tibial pins out, it was noted that approximately 30 mm of the distal pin had broken off and remained in situ. The surgeon did not want to do any further investigation and advised to leave the pin in situ and ensure the patient was notified. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Cas pin lot# 66224655 d4 expiration date: sep; 29, 2028. D4 UDI: (B)(4); h4 manu date: sep 30, 2023. Cas pin lot# 66236376; d4 expiration date: nov 7, 2028; d4 UDI: (B)(4); h4 manu date: oct 20, 2023. Reported event was unable to be confirmed. Device history record (DHR) was reviewed, and no discrepancies were found. Investigation logs were provided and reviewed by a subject matter expert and confirmed that the final knee evaluation showed 8-9 degrees varus, but the analysis of intermediary results, likely with trials, indicates 3-4 degrees varus, consistent with the complaint description. The final knee evaluation showed a significant shift in the ml distance between bones, possibly due to bone tracker instability in the femur or tibia, or additional space created during resections. Despite this, the ml distance between bones was close to the initial range observed during the evaluation, suggesting potential issues with bone tracking. During the final knee evaluation, changes in the ml, ap, and cc distance between bones were detected, potentially indicating bone tracker movement. These changes could have impacted the vv measured during the final knee evaluation. However, the variations in ml, ap, and cc were not significantly high, limiting the confidence in the movement of a bone tracker, hypothesis. The knee evaluation with trials showed more medial side gaps, resulting in more valgus opening compared to the final knee evaluation with implants. This discrepancy could be attributed to the lack of stress applied on both sides during the two evaluations, indicating a potential discrepancy between the two evaluations. The initial knee evaluation and trial knee evaluation are unclear, but it's possible that the knee evaluation technique was inconsistent throughout the surgery due to different surgeons performing the evaluations or inconsistent stress applied on the knee throughout the acquisitions. Camera six-point registration and cut guide checkpoint passed with low deviation and no apparent issues, ensuring accurate and reliable results. The issue was reported between the final knee evaluation with trials and the knee evaluation with the final implants, both using the same reference landmarks. The log revealed no software or hardware anomaly that might have caused the reported event, the system responded as expected, the logs do not provide evidence to confidently explain the discrepancies between the final knee evaluations. A definitive root cause cannot be determined with the information available if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.